Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a male patient of an unknown age, and ethnicity. The patient was taking an unspecified medication via humapen savvio (pink) device for the treatment of an unknown indication. Approximate to 24mar2019, the humapen savvio (pink) device was not functioning. Further described, the dose adjustor separated completely from the pen body. Also descried, the dose counter was no more clicking and was not able to adjust the dose correctly. This humapen savvio (pink) device was associated with product complaint (B)(4)/lot number 1401v03. It was noted that the patient took his doses with an insulin syringe and no adverse event was mentioned. The patient operated the device. It was unknown if the patient was trained. The duration of use for the device model was not provided. The suspect device age was noted to be five to six months. The suspect humapen savvio (pink) device associated with product compliant (B)(4) was returned to the manufacturer on 28may2019. Update 23jul2019: additional information received on 23jul2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and improper use and storage from no to yes. Added date of manufacturer for the returned humapen savvio (pink) device associated with product compliant 4683095. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 23jul2019 in the b.5. Field. No further follow-up is planned. Evaluation summary. A patient reported his humapen savvio device was not functioning. The dose adjustor (injection button) separated completely from the pen body, the dose counter was not clicking, and he was not able to adjust the dose correctly. No adverse event was reported. Investigation of the returned device (batch 1401v03, january 2014) found the injection button was attached and appeared to be normal. However, the investigation identified the reportable malfunction "bulkhead failure." The investigation found an oily substance on the housing collar. In addition, the device emanated a cologne-like odor. Forensic analysis of the cologne-like odor determined the device was exposed to a fragrance product that had an isopropyl alcohol base. Isopropyl alcohol, introduced in the field and not related to the manufacturing process, can be incompatible with the material of construction, which could cause cracking or crazing, causing a device malfunction. Malfunction confirmed. A complaint history review of the batch did not identify any atypical findings with respect to bulkhead failure. The core user manual provides instructions for proper care and storage of the device. It states, "do not use alcohol, hydrogen peroxide or bleach on the pen body or dose window. Also, do not cover in liquid or apply lubrication such as oil, as this could damage the pen." There is evidence of improper use. Foreign material contamination of the device occurred while in the field (not related to the manufacturing process). This misuse is relevant to the finding of bulkhead failure.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a male patient of an unknown age, and ethnicity. The patient was taking an unspecified medication via humapen savvio (pink) device for the treatment of an unknown indication. Approximate to (B)(6) 2019, the humapen savvio (pink) device was not functioning. Further described, the dose adjustor separated completely from the pen body. Also descried, the dose counter was no more clicking and was not able to adjust the dose correctly. This humapen savvio (pink) device was associated with product complaint (B)(4)/lot number 1401v03. It was noted that the patient took his doses with an insulin syringe and no adverse event was mentioned. The patient operated the device. It was unknown if the patient was trained. The duration of use for the device model was not provided. The suspect device age was noted to be five to six months. The suspect humapen savvio (pink) device was returned to the manufacturer on 28may2019.